Event description:
It was reported that three quarters into the procedure, the actual pressure read zero. It would then jump up to 5 and 10 randomly but then sat at zero. It was further reported that everything was inserted correctly, "xf" was displayed. The surgeon stated that it was too hard to control the pressure and it was very inconsistent.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that three quarters into the procedure, the actual pressure read zero. It would then jump up to 5 and 10 randomly but then sat at zero. It was further reported that everything was inserted correctly, "xf" was displayed. The surgeon stated that it was too hard to control the pressure and it was very inconsistent.

Manufacturer narrative:
Due to the anonymous survey we are unable to identify the specific device involved in the reported event. Therefore, the reported failure mode could not be confirmed. The reported event was reported based on an anonymous survey for user feedback from a group of company representative personnel as a result of a limited launch of the device. However, according to the analysis performed by stryker r&d, the reported failure could have likely been caused by: use error and/or damaged or faulty pressure sensor. In sum, the product was returned but could not be identified for investigation and therefore, we could not confirm the reported failure mode. The failure mode will be monitored for future reoccurrence.